Event description:
The customer reported to olympus, during reprocessing, the suction channel tested positive for 16 colony forming units (cfus) of serratia, and 104 cfu of pseudomonas aeruginosa. The air/water channel tested positive for 2 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 4 colony forming units of filamentous fungi were detected. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device was retested on sept 7, 2023. Olympus provided the following result of the culture test, performed at the third-party labs: sampling from: biopsy channel - cfu: 1cfu (2cfu/100ml) bacterial identification: bacillaceae. Sampling from: biopsy channel/suction channel - cfu: 1cfu (2cfu/100ml) bacterial identification: micrococcaceae. Sampling from: air/water channel - cfu: 1cfu bacterial identification: n/a. Sampling from: auxiliary water channel - cfu: 2cfu (10cfu/100ml) bacterial identification: coagulase staphylococci negative. A total of 4 cfu were identified without the presence of a microbiological indicator. The customer did not provided the facility cleaning disinfection and sanitization (cds) practices, despite multiple requests. The device was evaluated and no abnormalities were found that could have led to the positive culture. In addition, the following non-reportable malfunctions were found during the device evaluation: insertion part bending section glue separated, control unit channel mount and mouthpiece damaged, universal cord wrinkle, specified angle and orientation achieved failed, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.   Olympus will continue to monitor field performance for this device.